Event description:
It is reported that during surgery in 2007, the "o" ring from the acetabular liner impacter/inserter disengaged and was left in the pt. The "o" ring was found during a subsequent revision surgery 2 months later.

Manufacturer narrative:
No product was returned. Review of the device history records was also not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.